Event description:
It was reported that a user experienced difficulty inserting a new cartridge into the ilet because the cartridge was oriented incorrectly, and the user also reported that the piston had not rewound and the plunger did not extend beyond the glass. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included no medical intervention and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique error, specifically incorrect cartridge orientation, with device function restored after correct insertion. It was concluded that the event was attributable to user error and that the device operated as intended after proper use.